Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent alert 38 indicating a motor stall during a supply change and subsequent attempts to rewind and advance the piston, consistent with a failure to infuse and involving the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in relation to a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.